Manufacturer narrative:
Customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that foreign matter was found inside the sterilized packaging of a indy otw vascular retriever. The issue was noticed at the distribution facility, and it was noted that the foreign matter looked like brown paper.

Manufacturer narrative:
Additional information: section c, d10: investigation - evaluation: the complaint facility, (B)(6), informed cook on 26may2020 of an incident involving an indy otw vascular retriever (indy-8.0-35-100-40) from lot 13005921. It was reported that foreign matter was noticed in the package of the device prior to a procedure. The device was not used. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), and quality control, as well as an inspection of unused product and a visual inspection of the returned device, was conducted during the investigation. One device in its sealed packaging was returned to cook for evaluation. Upon visual inspection, a brown fibrous paper-like material was noted to be free floating within the peel pouch. Cook has concluded that this device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13005921) revealed no recorded non-conformances. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, t_indyotw_rev5 ¿indy otw vascular retriever,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the returned product, and the results of the investigation, a definitive root cause has been traced to a deficiency in manufacturing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.